Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Caller reported via phone call that a customer had symptoms indicative of diabetic ketoacidosis with a blood glucose levels of 343 mg/dl. The customer did not mention how they treated their blood glucose levels. The caller reported that the customer had issues with the screen going blank due to a battery cap issue. The customer did not return the insulin pump for analysis.